Manufacturer narrative:
The insulin pump was received with a cracked end cap. Unable to perform functional testings including basic occlusion, occlusion and prime test due to cracked end cap. The insulin pump passed no delivery test and no excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap came off and the customer pushed it back in, then the insulin squirted. It was stated that the customer does not know if the device dropped or bumped. The customer also mentioned that the device alarmed no delivery while priming. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.